Manufacturer narrative:
No 8100 devices were received for investigation; no log review could be performed. Received from the customer were 39 fso pressure sensors p/n 143715-100 and 4 fsa pressure sensors p/n tc10008555 the customer¿s experience with ¿check IV set¿ alarms with no administration set loaded and the 240.4150 channel alarm was confirmed during testing on 37 of the 43 pressure sensors. The remaining 6 sensors passed functional testing. The pressure sensor malfunction test method (dir # (B)(4)) was used to test the returned pressure sensors. The visual inspection of the 43 received pressure sensors found no irregularities. The functional test found 31 pressure sensors immediately alarming for ¿check IV set¿, 6 pressure sensors alarming with channel error code 240.4150. The remaining 6 sensors completing the 2-hour infusion with no errors. The asm analog sensor test found 39 of the 43 pressure sensors voltages out of specification. The remaining 4 pressure were observed in specification.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "error code 240 4150 displaying "check IV set" with no IV in device when this code displays the manual states to replace the bottle/upper pressure sensor. It cost (B)(6) per sensor to replace. In the month of (B)(6) alone we had to replace 43 manufacturer response for IV pumps, alaris pump (per site reporter). Pressure sensor failure I have looked at the excel sheet of your pressure sensor replacement I noticed you were replacing pressure sensors for units that had hard failures (check IV set or 240 4150 errors), also replacing for seeing the 240 4150 error in the error log in one case a unit had a 240 4150 error in the log but the pressure sensor latch was broken the broken latch can contribute to the sensor showing the 240 4150 error also looking at the error log check if the error is a 240 4150 0 (hard failure) error or a 240 4150 5 (log only) error if it is a log only failure, this can be caused by closing the door with a primed line causing a spike voltage to the sensor this would register a 240.4150.5 error in the log this is not a hard error and would the pressure sensor would not have to be replaced the pressure sensors can also be damaged unintentionally from hospital personal a nurse may accidently push on the pressure sensor with their finger or when the units are being cleaned a sensor can go faulty if excessive pressure in placed on the face of them I have also attached the recommended priming procedure and recommend head height procedure." An incomplete mw date of event of (B)(6) 2019 was provided. These were noticed during device preventative maintenance.